Manufacturer narrative:
Product complaint # (B)(4). Pc: surgical intervention, medical device removal. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the primary surgery was performed to fix th12-l3 on unknown date due to burst fracture. With unknown reason, surgeon decided to revise th12-l3 implants. Thus, the revision surgery was performed on (B)(6) 2019. No further information was provided by the hospital.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The initial complaint was reviewed and it was determined impacted product was not a depuy spine device.